Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure (ercp). According to the complainant, a slit on the distal end of the tome was noticed as the device exited the scope. The procedure was completed with another autotome rx sphincterotome. There was no report of patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.